Event description:
Patient reported obtaining back-to-back blood glucose results of 427 mg/dl, 111 mg/dl, and 98 mg/dl on the compact plus system. Patient indicated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia or hypoglycemia. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Patient stated that quality control testing had been performed on the compact plus system, a few weeks earlier, and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.